Event description:
During a cataract extraction, low aspiration and cassette problems with the equipment caused the doctor to leave more cortex in the eye than usual. Some of the cortex is blocking the pupil. The doctor will perform a laser procedure to remove the extra cortex.